Event description:
The manufacturer received information alleging a ventilator patient was found with their tracheostomy tube dislodged. The ventilator and seperate biological monitor were both reported to be alarming when patient was discovered. The patient's spo2 desaturated to 72%. Once the patient was suctioned and reconnected to the ventilator the patient's condition improved. The biological monitor and ventilator were both reported to have alarmed for approximately 10 minutes. The hospital reported that postural drainage was performed on the patient and they were suctioned. The tracheostomy tube was found to not be firmly attached and became dislodged by the patients cough. The hospital reports that the alarms were not responded to and state it was lack of knowledge of the staff. No allegation has been made against the device. The device operated and alarmed as designed.